Event description:
It was reported that the patients implantable pulse generator (ipg) turning sideways and was causing charging issues. The patient underwent a pocket revision procedure and the ipg remains implanted and in use. The patient was doing well postoperatively.